Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels; however, no specific bg values were provided. Due to the customer attributing their fluctuations to over corrections, pump troubleshooting with tandem technical support was declined.